Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint. The root cause is attributed to inadvertent use error. Based on the determination of environmental stress cracking as the root cause, no further corrective action is being pursued at this time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic t-handle adapter, from our core case 2 instrument set, cracked (possibly due to high temps of sterilization process). No surgical delay.